Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Device received for this event is being corrected from omnitaper ev ø4.5 x 11mm osseospeed catalog # 68011156 to competitor unknown product implants catalog # competitor unknown product implants. Product has been changed to competitor unk since the case cannot be voided. This case turned out to be insufficient primary stability, which is not considered a complaint. Please disregard the initial report. This is a follow up report for this corrected information.